Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive. The customer reported charging the pump battery to 55% charge the night prior. There was no patient involvement, as the issue occurred during setup of the pump and had not been used on a customer at the time of the event. Reportedly, the customer would utilize manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.